Manufacturer narrative:
Patient age and dob requested but not provided, however, the customer stated the patient was an adult patient.

Event description:
It was reported that the tubing set separated above the center port and leaked during use on an adult patient. The customer later reported that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set separated above the center port within the last two months.